Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "leak - balloon cuff" was confirmed based upon the sample received. The returned et tube was found to have a hole in the tracheal (white) balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".